Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. Measurements were out of range in all configurations. Commanded shocks were delivered which yielded acceptable measurements. A save to disk was performed and no device anomalies were noted. The device emitted beeping tones at a later date due to high out of range measurements again being detected. An invasive procedure was performed. All connections were secure. The lead was surgically abandoned and replaced. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.